Event description:
It was reported that noise had been observed on the right ventricular lead through remote transmission. On (B)(6) 2014, the lead was explanted and replaced. During explant, an insulation anomaly was observed in proximity to the suture sleeve.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found an insulation abrasion at 18.8 cm to 19.0 cm from the connector pin, consistent with friction against another implantable device or heart feature. The damages found could have contributed to the noise observed in the field.